Event description:
It was reported that a wearable failure occurred. The sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient had a brief sensor issue and then the sensor failed (captured in this complaint). The patient did not have any more wearable supplies to use. The patient was also wearing an integrated insulin pump; however, the brand of pump was not specified. The patient did not use a bg meter reading as a back-up because the patient did not have a glucometer. That night, the patient had a seizure while sleeping (witnessed by his wife). The patient¿s wife called 911 and the patient regained consciousness shortly after this. Once emergency medical services (ems) arrived, the patient¿s bg meter reading was 43 mg/dl and he was treated with IV fluids and IV dextrose. Ems stayed with the patient for approximately 30 minutes until the patient¿s bg level was stable. The patient refused to be taken to the emergency room (ER). The patient was feeling ¿fine¿ at the time of report. Performance data was reviewed. The allegation was not confirmed via data. The probable cause could not be determined post investigation as the allegation was not found. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.